Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas 8000 c (701) module. The initial result was 14 mg/dl. The repeat result was 128 mg/dl. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number was 493600 with an expiration date of 30-oct-2021.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on calibration and qc data a general reagent issue could be excluded. A field engineer was dispatched and performed a hardware performance check. After the check they reassessed the instrument washes, replaced reagent and sample probes, as well as checked and verified the instrument's ultrasonic mixers. The investigation found the cause to be instrument-related, but they were unable to further identify a specific root cause due to the customer declining an additional service visit.